Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the false downstream occlusion alarm due to a failed force sensor flex assembly. The failed force sensor flex assembly was replaced.

Event description:
During baxter's functional testing of a spectrum pump, the device displayed a "downstream occlusion!" Alarm when no occlusion was present. There was no patient involvement.